Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that a physician was implanting the lens when the back haptic got stuck in injector and would not come out; when he tried to get it unstuck, the haptic ripped off. The incision was enlarged to remove the lens, a back up lens was implanted successfully, and sutures were used. The physician indicated that the most likely cause of the lens damage was "loading error". The patient's current status is "excellent".

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.